Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pvi procedure the farawave 31 mm - ous catheter was selected for use, during preparation, the physician purged the catheter as usual. The internal lumen of the guidewire was not obstructed and flowed normally. But on the irrigation side nothing came out despite strong pressure. It was tried to purge it manually with a syringe but there was still no flow. On the deployment side there was nothing abnormal. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.